Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope nozzle was clogged. The intended procedure was a therapeutic endoscopic submucosal dissection (esd). The procedure was completed using a replacement device. There was no report of patient harm associated with this event. During incoming inspection, a foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. In addition to evaluation , due to wear of angle wire, bending angle in up direction did not meet the standard value. The adhesive on bending section cover had a chip. The adhesive on bending section cover had a crack. Adhesive on bending section cover had white clouded area. The lock engagement lever was deformed. Plastic distal end cover had a scratch. Plastic distal end cover had a dent. Adhesives around light guide lens had white clouded area. Adhesives around objective lens had white-clouded area. The scope connector had a crack. The universal cord had a wrinkle. Switch button 4 had wear. Switch button 1 had a scratch. Paint on suction cylinder was peeled. Paint on air/water cylinder was peeled. Connecting tube had a scratch. The connecting tube had a wrinkle. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. User facility knows when foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that due to physical damage to the device, the foreign material could not be removed even after proper reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system/ [inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.